Manufacturer narrative:
H10: manufacturing review: a device history record could not be evaluated as the lot number is unknown. H10: investigation summary: one valve sample was received by our quality team for investigation. Upon visual inspection, we were unable to confirm reported issue, "damaged (broken, brittle, deformed)." However, we observed that the returned valve does not correspond to the reported product code, 50-7050. Instead, it is a peritx valve. Without a lot number, or additional information we are unable to confirm that this was a manufacturing or return failure. H10: e4 (FDA notified), g4 (date received by manufacturer), g7 (type of report - follow up# 1), h2 (correction, device evaluation and additional information), h6 (annex g ¿ component code). H11: h6 (type of investigation, investigation results, and investigation conclusions), h3 (device evaluated by manufacturer). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Injury (patient / other): no product possible involved in injury: no product available for inquiry: yes. Complaint: valve defect. Additional informations: description of issue (what / why): valve defect how often occured defect: once medical intervention (other than first aid): no needle/probe stick: no other actions taken: no safety issue: no issue resolved: yes how issue resolved / additional information: valve change photo / sample available: yes safety valve broken / damaged / disconnected: yes safety clamp open, when valve broke/damaged/disconnected: no safety valve nose broken / damaged: no locking tab broken / damaged: no leakage: no successful drainage: yes impact to patient: no impact to patient exposure to blood / bodily fluid: no course of treatment changed due to event: no time catheter in place: (B)(6) 2024. Information on the error pattern: fault location: valve error type: damaged (broken, brittle, deformed).

Event description:
Injury (patient / other): no product possible involved in injury: no product available for inquiry: yes location: 2 - when using origin: patient complaint: valve defect product: additional informations: description of issue (what / why): valve defect how often occured defect: once medical intervention (other than first aid): no needle/probe stick: no other actions taken: no safety issue: no issue resolved: yes how issue resolved / additional information: valve change photo / sample available: yes safety valve broken / damaged / disconnected: yes safety clamp open, when valve broke/damaged/disconnected: no safety valve nose broken / damaged: no locking tab broken / damaged: no leakage: no successful drainage: yes impact to patient: no impact to patient exposure to blood / bodily fluid: no course of treatment changed due to event: no time catheter in place: 19.12.2024 connected device (pleurx/peritx/brand) 50-7050 procedure performed by: ewimed employee procedure performed at: home replacement requested: no credit requested: yes additional information: information on the error pattern: fault location: valve error type: damaged (broken, brittle, deformed).

Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401 patient problem code: f26 h10: as the lot number for the device was not provided, a review of the device history records has not been performed. The device was not returned. The investigation is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.